Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the on (B)(6) 2025, the patient underwent ureteroscopy lithotripsy for kidney stones. When the procedure entered the catheterization stage, the ureteral stent was inserted. After the stent was opened, a small gap was found at the head of the pigtail of the stent when the stent was inserted (actual samples and photos can be seen). After clinical judgment, a new package was chosen. The product completed the subsequent operations smoothly without any problems, and the operation was completed smoothly. The operation was delayed, and there were no other impacts. Per follow up information received via ibc on 03apr2025, stated that the patient did not use the product, and the quality issue with the stent was discovered before the stent was inserted.

Manufacturer narrative:
The reported event is confirmed cause unknown due to (B)(4). Visual evaluation noted received 1 ureteral stent with pusher. Visual inspection noted the pigtail was split. Also received one photo sample that shows top view of breakage point. Therefore, the reported event is confirmed. No actions can be taken at this time since a root cause was not identified. Per the outcome of this fair, a DHR review is not required, as the information needed to investigate the issue is already determined without reviewing the DHR. The instructions for use were found adequate and state the following: avoid improper handling of stent such as bending, kinking, tearing etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteroscopy lithotripsy for kidney stones. When the procedure entered the catheterization stage, the ureteral stent was inserted. After the stent was opened, a small gap was found at the head of the pigtail of the stent when the stent was inserted (actual samples and photos can be seen). After clinical judgment, a new package was chosen. The product completed the subsequent operations smoothly without any problems, and the operation was completed smoothly. The operation was delayed, and there were no other impacts. Per follow up information received via ibc on 03apr2025, stated that the patient did not use the product, and the quality issue with the stent was discovered before the stent was inserted.